Event description:
It was reported that a cardiere forceps instrument did not work properly. There was no impact to the patient when the failure occurred. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. The complaint was not confirmed. Engineering also observed the distal end of the main tube has various deep scratches on one side with material removed. Scratches are all under .150" long and are not parallel to tube axis. Based on the location, orientation and appearance, damage may have been caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.